Manufacturer narrative:
H6: codes were updated. One device was returned for investigation. It was reported that issue was an occlusion alarm during use. The occlusion detection pressure was measured and was within specifications, with no abnormalities identified. The reported issues were proactively addressed with a recalibration. Device passed all functional and delivery tests performed after repair activities were completed. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.

Manufacturer narrative:
B3: year and month of event has been provided; day is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was stated that an obstruction alarm sounded during painless labor. The event occurred during patient use at the facility. There was patient involvement and no patient harm or adverse event reported.